Event description:
It was reported that the instrument wouldn't activate when they were setting up for the procedure. They replaced the instrument and were able to complete the case with no pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for eval.